Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-09764- device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 05-mar-2024, it was reported that the patient experience that 4-infusion set were fell off during use. No further information available.